Event description:
It was reported that during a follow up, the doctor was unable to interrogate the device. The patient fell badly some months ago. Possible device backup mode suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench. Normal rf and inductive telemetry was noted. The automated testing equipment detected a parametric anomaly. No other anomaly was detected and the device met all of the other test specifications. The cause of the telemetry anomaly could not be determined.